Event description:
Customer reported that the battery was depleting and jumping. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and was in the process of renewal, with no additional technical support actions documented.